Event description:
It was reported that the rx ultra did not cross the lesion in the right coronary artery. The patient was treated satisfactorily with a non-abbott stent. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided. Analysis of the returned device revealed the shaft was torn at the guide wire exit notch.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: the device was returned for evaluation. The reported failure to cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.